Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing back and groin pain. The patient underwent an aspiration on (B)(6) 2014.